Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: a stent was returned for analysis without a stent delivery system. Examination of the stent (visual and via scope) identified damage along the entire length of the stent with struts stretched. The stent did not appear to have been expanded. At one end of the stent, which was less severely damaged, the struts could be seen to be in a crimped confirmation.

Event description:
It was reported that stent damaged occured. Vascular access was obtained via the femoral artery. The 95% stenosed, 3.0mmx24mm, eccentric, de novo target lesion containing >45 and <90 degress bend was located in the moderately calcified mid distal left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The stent was removed from the patient's body and found that the middle part of the stent itself was deformed. The procedure was completed with another of same device. No patient serious injury nor complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damaged occured. Vascular access was obtained via the femoral artery. The 95% stenosed, 3.0mmx24mm, eccentric, de novo target lesion containing >45 and <90 degress bend was located in the moderately calcified mid distal left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The stent was removed from the patient's body and found that the middle part of the stent itself was deformed. The procedure was completed with another of same device. No patient serious injury nor complications were reported and the patient's status was stable.